Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent a transurethral resection of the prostate procedure, was fitted with a drainage foley catheter, and was discharged with it in place. The catheter worked initially but stopped functioning the following evening. The patient came to a&e. Residual urine on admission approx. 250 ml. Attempted mechanical irrigation of the catheter with a small amount of fluid, as there were only a few blood clots in the urine bag. The fluid went in fine but did not come out normally. It was decided to change the catheter. An attempt was made to empty 30 ml using the balloon normally, but at this point, fluid came out at a rate of approx. 1 to 2 ml. Tried several times, but no more fluid came out. The patient said that they had been instructed in the operating theatre to remove the catheter at home by cutting it, checked the home care instructions in the patient¿s records and cut the catheter as instructed. After doing so, had to wait about 10 minutes for the catheter to come out on its own. However, the catheter did not move in any direction and caused the patient pain if they tried to move it in or out. At this point, the balloon catheter had only come out by about 1 to 2 mm. The attending surgeon was also called to the scene. It was noted that the catheter was still in place by about 1 cm i.e. It had not moved outwards whilst on duty but had been like that from the start. The upper part of the balloon was located at the base, and a hole was made in it with scissors. At the same time, approximately 1 ml of balloon fluid came out of the balloon, and the catheter was flushed out. The patient's condition improved. A new catheter was inserted and the patient was discharged. Suspected that the catheter balloon had ruptured whilst in place and deflated slowly. Consequently, the catheter had gradually slipped out of the bladder. Eventually, a few milliliters of fluid remained in the balloon, which prevented it from slipping out completely. Product defect.